Event description:
Boston scientific received information that this right ventricular lead had slightly high post-implant threshold; since pre-discharge threshold was 3.0mv at 0.5ms and as of the call date the threshold was 2.0mv @ 1.0ms and 1.2mv @ 1.5ms. Additional information received indicated that the patient was brought to the operating room for a lead revision. During revision, the heart wall was perforated which resulted to tamponade and pericardial effusion. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Visual inspection demonstrated scratches at the is-1 connector pin which might be caused by means of medical instruments applied during the surgery. In the course of further analysis, no deviations were noted that might have contributed to the reported clinical event. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.